Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a l5-s1 transforaminal lumbar fusion and l3-s1 posterolateral fusion using rhbmp-2/acs with a peek cage, autograft and allograft. It was reported that the patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2008: patient underwent fusion surgery in which rhbmp-2 was used. Per op notes, bmp was placed in confluence l3 to sacral ala bilaterally. An appropriate size peek cage was brought into the surgical field. It was packed with bmp. The cage was then impacted into position at the anterior interdiscal space with excellent end plate contact noted at the l5/s1 level. Appropriate placement was confirmed using intraoperative fluoroscopy. The posterior interdiscal space was then packed with bmp and additional cancellous allograft for a confluent mass. Patient tolerated the procedure well without any intraoperative complications.